Event description:
It was reported the pt ((B)(6)) was no longer receiving effective stimulation. Stimulation would stop suddenly and the pt was unable to turn it back on using the pt programmer. It was noted the sudden change in stimulation occurred after the pt stepped into a vehicle. Intra-operative testing identified impedance issues. The reported issue was resolved by replacing the pt's scs lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.